Event description:
Breast implant 4 years of pain and suffering many doctors visits and charges. Had to remove it to start to heal. Lost my job. The mentor implants almost killed me. Depression, joint pain all over my body, hair loss, nail loss, panic attack from the lack of information, suicidal thought, wrong diagnosis and wrong medicine which killed my liver. FDA safety report ID# (B)(4).